Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of blue power light flashing, won't come on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the device turns on but there is no image on the screen and pca and iu bezel with electrical damage along with those additional failures observed: device could not be updated, and iu bezel isn't working. The customer complaint was reproduced. There was multiple error codes have been identified. The device was scrapped.